Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2001: the patient presented with chief complaint of severe back pain that radiates into the shoulder and upper extremities. The patient underwent x-ray of cervical spine. Impression: c5-6 disk herniation with right c6 nerve root impingement. The patient presented with preoperative diagnosis of c5-c6 disk herniation with right c6 nerve root impingement. C6-7 disk herniation with right c7 nerve root impingement. The patient underwent anterior c5-6 diskectomy followed by spinal cord decompression, anterior c6-7 diskectomy followed by spinal cord decompression, partial c6 vertebral corpectomy with spinal cord decompression, anterior arthrodesis , c5 to c7, plate instrumentation, c5 to c7, right iliac crest tricortical bone graft harvest. (B)(6) 2002: the patient presented with chief complaint of neck pain that radiates to the paravertebral muscles. The patient underwent x-ray of cervical spine. Impression: status post c5-7 anterior cervical discectomy followed by iliac crest bone graft, fusion and plate instrumentation rule out pseudoarthrosis of c6-7, removal of anterior cervical plate fixation. The patient presented with preoperative diagnosis of status post anterior c6 vertebral corpectomy and spinal cord decompression followed by c5 to c7 instrumentation and fusion, rule out c6-7 cervical arthrosis. The patient underwent removal of anterior cervical plate followed by exploration of fusion. (B)(6) 2003: the patient presented with chief complaint of back pain. The patient underwent physical examination. Musculoskeletal: neck was tender to palpation. Neurological: the upper extremities demonstrated full motor strength with some mild subjective tingling. The patient underwent MRI. Impression: back pain, neck pain, acute exacerbation. (B)(6) 2006: the patient presented with pre operative diagnosis of bilateral c6 radiculopathy, bilateral c7 radiculopathy. The patient underwent left c5 hemilaminectomy with medial facetectomy, left c6 hemilaminectomy with medial facetectomy, left c7 he milaminectomy with medial facetectomy, right c5 hemilaminectomy with medial facetectomy, right c6 hemilaminectomy with medial facetectomy and foraminotomy, right c7 hemilaminectomy with medial facetectomy and foraminotomy, posterior spinal instrumentation from c4 to c7 with vertaspan system, posterior cervical arthrodesis, c4-5, additional cervical arthrodesis, c5-6, additional cervical arthrodesis, c6-7, use of the operating microscope, left iliac crest bone graft harvesting. Per op notes: the patient was taken to operating room and placed under general anesthesia. The cortico cancellous chips and the autogenous iliac crest graft were then morcellized and placed across the lamina from c4 to c7. Gelfoam had been placed over the nerve roots to prevent bone graft from abutting the nerve roots themselves. Bone morphogenic protein sponge was then laid onto this bed of allograft and autograft followed by more allograft and autograft followed by a second layer of bmp.